Event description:
The device was being used on a pt. It was reported that after 30 minutes of use the ventilations and compressions became random. The device was removed from pt and manual CPR continued.